Event description:
It was reported that the large needle driver instrument was damaged due by a damaged cannula. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was not returned for evaluation. The customer reported complaint could not be confirmed nor denied. The site did return 6 cannulae for investigation. Engineering found no damage on the cannulae that would cause or contribute to the damage of instruments.